Event description:
A customer contacted baxter's technical service center to report having to reprime the patient line on the homechoice (hc) machine during use. The home patient (hp) stated he was connected and the patient line was full of air. The technical service representative (tsr) advised the hp to start over with new supplies since the line will not prime with the flexi cap on. The hp understood. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed and the assignable root cause could not be determined. Baxter?s attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available.